Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during implantation, when the stylet was pulled back, the wire spread out and could no longer be removed. The wire mesh was probably damaged beforehand. Additional information received indicating the following: 1. How did they finalize procedure? Did they manage to remove the guide wire entirely without damaging the catheter? Answer: the guide is sill in catheter. They have taken everything out of it. 2. Did they have to perform a new procedure with another device? Answer: yes. 3. Was there any anatomical feature, condition, and or anomaly that could make difficult the guidewire removal? Answer: n/a. 4. Was the tuohy needle removed prior to removing the guidewire? Answer: yes. 5. Was the guidewire wrapped around hand or fingers when retrieving it (to get a better hold or grip of the wire)? Answer: yes.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The hermetic lumbar catheter (ins5010) has now been returned for evaluation: device history record (DHR) review - the device history record (DHR) of the reported lot 7284710 was reviewed, and no anomaly was observed. Failure analysis - a catheter, guidewire, and product pouch were received for evaluation. The reported lot number was confirmed from the pouch¿s label. The unit was visually inspected, and it was observed that the product guidewire was unraveled. And partly inserted inside the catheter. The catheter had been sheared/cut by the unraveled guidewire and the guidewire was visible in some catheter sections. The wire¿s end, proximal to the health professional (hp), is bent in such manner that may indicate that the wire was wrapped around the hp¿s fingers as confirmed in the additional information provided by the customer. Although sheared on some areas, the catheter was complete all the way to the tip. The guidewire was removed from the catheter by holding the end of the catheter and pulling in a straight manner, and the guidewire was also complete. Based on the visual inspection results, the complaint is considered confirmed. Root cause - the complaint is confirmed as it was evident that the guidewire was stuck inside the catheter. Due to confirmed complaints related to unraveled guidewires, a supplier corrective action request (scar) was issued to obtain an in-depth evaluation to identify a potential root cause for the reported guidewire breakages and actions that can prevent or reduce the recurrence of the reported condition. The supplier¿s final report did not identify any manufacturing issues; however, the notable finding indicates that the user should not bend the wire: for example, wrapping the guidewire around the hand or fingers when removing the guidewire since this action could create a force on the distal weld exceeding 2.75 lbs., causing the observed breakage at the distal weld and the guidewire to unravel/stretch. Therefore, the most probable cause for the reported condition is related to the technique used during the guidewire retrieval which may snap/break the wire¿s distal weld causing the guidewire to unravel. As a result, a revision to the IFU was implemented to include cautions that advise the user not to bend the guidewire to prevent unraveling of the guidewire.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hermetic lumbar catheter (ins5010) was not returned for evaluation and no photos were provided for evaluation, therefore, the complaint is considered unconfirmed at this moment. Lot number information has been provided; therefore, device history record was reviewed, and no anomalies were found. Investigation of guidewire breakages via a scar was previously performed, and no manufacturing issues were identified. However, the supplier reported that the user should not bend the wire; for example, wrapping the guidewire around the hand or fingers when removing the guidewire since this action could create a force on the distal weld exceeding 2.75 lbs., causing the observed breakage at the distal weld and subsequent guidewire stretch or unraveling. Therefore, the most probable cause for the reported condition is related to the technique used during the guidewire retrieval which may snap/break the wire¿s distal weld causing the guidewire to unravel. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.